Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised due to elevated metal ion levels (rep was not made aware of any patient complaints or which metal ions were elevated). No wear or disassociation was reported, though the presence of "some" black tissue in the capsule was noted. The head and liner were revised with a new poly liner and a c-taper ceramic head with sleeve. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.